Event description:
The following has been reported: customer reported: touchscreen not working. A preliminary review identified the following issue: mechanical hardware failure (screen no input). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint was confirmed, device was returned for lcd touch input failure. The screen was intermittently non responsive to touch. An internal investigation found the touch input cable was seated properly, as such the lcd will be replaced. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.